Event description:
Patient reported right side explant with no complaints against the device. Patient later reported rupture. Later, healthcare professional confirmed rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: b6, d9, h3, h6 device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed, broken assessed as fold flaw opening. ¿ cyst(s): unable to observe since it is a medical event and is not related to the device. As per the investigation procedure, crease, wear abrasion and non-penetrating nick was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side explant with no complaints against the device. Patient later reported rupture. Later, healthcare professional confirmed rupture via MRI. Device has been explanted and replaced.

Manufacturer narrative:
This is a follow up report to a medwatch submitted under manufacturer report number 9617229-2024-0011594. A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.